Event description:
Major pump unit(s) involved: drove unit failurespecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: bearing failure. Specific component(s) involved: pump drive unit malfunction. Additional text: bearing. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: lvad. Malfunction device type.